Event description:
The customer reported the generation of erroneously high patient results for sodium (na) and potassium (k) on their au5800 chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer syringe. The fse replaced the buffer syringe to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).